Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Window trials (acetabular), anterior hips, anterior broach. When leveling the trial, the thread pulled out the window trial and the handle came off the window trial. The doctor was using a tremendous amount of force. Product was able to be retrieved and there was no issue with the patient. There was no delay in time.

Manufacturer narrative:
An event regarding damaged threads of a 52mm tritanium window trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported thread damage. Significant damage was noted on the body of the device due to multiple usage after 6 years confirmed by discussion with a material analysis engineer. Medical records received and evaluation: not performed as event was not related to patient factors. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed, however the damage is consistent with multiple usage of the device after 6 years confirmed by discussion with a material analysis engineer. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Window trials (acetabular), anterior hips, anterior broach. When leveling the trial, the thread pulled out the window trial and the handle came off the window trial. The doctor was using a tremendous amount of force. Product was able to be retrieved and there was no issue with the patient. There was no delay in time.